Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was sent with evaluation information that was not correct as the evaluation was not completed yet. The evaluation is now completed and is as follows: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the care giver (cg) close all of the clamps and cycle power. The tsr advised the cg to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient's (hp) nurse clarified that the hp does not have a dummy tummy and has been on therapy for a while so the hp had not been in training. The nurse stated that the home patient has been doing fine with therapy. There was no patient injury or medical intervention reported.